Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar curved scissors (mcs) tip cover accessory tip was torn. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no issue. The distal end of the mcs tip cover had a tear. No arcing was observed. The mcs tip cover was properly installed during the surgical procedure with no visible part of orange surface. The mcs tip cover was not installed beyond the orange surface. An installation tool was used. Lubricant was not applied to the mcs instrument prior to the mcs tip cover installation. No fragment fell inside the patient. The issue was resolved by replacing mcs tip cover.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was found to have tearing at the mouth where the scissor tips exit. The tears were axially aligned with the tip cover and measured from 0.027¿ to 0.066¿ in length. There were no signs of thermal damage present at the end of any tears. There was a very small fragment measuring approximate 0.027" in length that appeared to be missing from the mouth of the tip cover.